Event description:
Customers mother reported that the customers insulin pump was physically damaged by being submerged in a swimming pool. Customers blood glucose level was reported at 124 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and a stained address and serial number label. No moisture damage was noted inside of the insulin pump.